Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2022, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
H10. D10. Concomitants - product information: 7091993 - 200-07-35 - advanced patella 35mm 3 peg implant pending investigation. There is no other information available.

Manufacturer narrative:
H6: corrected health effect clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.